Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 300 mg/dl to "high" on the cgm graph; however, customer declined to provide more information for elevated blood glucose. During system check with tandem technical support, the root cause could not be determined because customer declined to complete the system check. Customer cleared the alarm and resumed insulin delivery.